Event description:
It was reported that deflation failure and removal difficulty occurred. The 75% lesion was located in the left main trunk (lmt) and the 90% target lesion was located in the left anterior descending artery (lad). Devices such as intravascular ultrasound (ivus) were advanced for the purposes of treatment of the lad, but were unable to cross the lesion. It was noted that when the guide catheter was deeply engaged into the lmt, hemodynamics were affected. Following treatment of the lmt, it was decided that additional treatment to the lad would be performed. A 3.5 x 12 synergy xd was deployed in the lmt. For additional treatment to the lad, a guide extension catheter was advanced. A wolverine cutting balloon was advanced to predilate the 90% stenosed lad. Following predilation, the lad was 50% stenosed. A 3.0 x 32 synergy xd was advanced to the lad, but was unable to cross the lesion. The device was pulled back, but was difficult to remove. A guide extension catheter was advanced and the device was successfully removed from the patient. After removing the device, it was noticed that a stent strut was lifted and the stent appeared to be partially inflated. While performing ivus to check the blood vessel, the 3.5 x 12 synergy xd was no longer visible in the lmt. It was noted that it was possible that while removing the 3.0 x 32 synergy xd, the 3.5 x12 synergy xd stent became entangled with the 3.0 x 32 synergy xd stent, and both were removed together. Synergy stents were then advanced to both lesions again to complete the procedure. No further patient complications were reported in relation to this event.

Event description:
It was reported that deflation failure and removal difficulty occurred. The 75% lesion was located in the left main trunk (lmt) and the 90% target lesion was located in the left anterior descending artery (lad). Devices such as intravascular ultrasound (ivus) were advanced for the purposes of treatment of the lad, but were unable to cross the lesion. It was noted that when the guide catheter was deeply engaged into the lmt, hemodynamics were affected. Following treatment of the lmt, it was decided that additional treatment to the lad would be performed. A 3.5 x 12 synergy xd was deployed in the lmt. For additional treatment to the lad, a guide extension catheter was advanced. A wolverine cutting balloon was advanced to predilate the 90% stenosed lad. Following predilation, the lad was 50% stenosed. A 3.0 x 32 synergy xd was advanced to the lad, but was unable to cross the lesion. The device was pulled back, but was difficult to remove. A guide extension catheter was advanced and the device was successfully removed from the patient. After removing the device, it was noticed that a stent strut was lifted and the stent appeared to be partially inflated. While performing ivus to check the blood vessel, the 3.5 x 12 synergy xd was no longer visible in the lmt. It was noted that it was possible that while removing the 3.0 x 32 synergy xd, the 3.5 x12 synergy xd stent became entangled with the 3.0 x 32 synergy xd stent, and both were removed together. Synergy stents were then advanced to both lesions again to complete the procedure. No further patient complications were reported in relation to this event. It was previously reported that deflation failure and removal difficulty occurred. It is now reported removal difficulty and stent damage occurred.

Manufacturer narrative:
B5 describe event or problem and h6 device codes: corrected.

Event description:
It was reported that deflation failure and removal difficulty occurred. The 75% lesion was located in the left main trunk (lmt) and the 90% target lesion was located in the left anterior descending artery (lad). Devices such as intravascular ultrasound (ivus) were advanced for the purposes of treatment of the lad, but were unable to cross the lesion. It was noted that when the guide catheter was deeply engaged into the lmt, hemodynamics were affected. Following treatment of the lmt, it was decided that additional treatment to the lad would be performed. A 3.5 x 12 synergy xd was deployed in the lmt. For additional treatment to the lad, a guide extension catheter was advanced. A wolverine cutting balloon was advanced to predilate the 90% stenosed lad. Following predilation, the lad was 50% stenosed. A 3.0 x 32 synergy xd was advanced to the lad, but was unable to cross the lesion. The device was pulled back, but was difficult to remove. A guide extension catheter was advanced and the device was successfully removed from the patient. After removing the device, it was noticed that a stent strut was lifted and the stent appeared to be partially inflated. While performing ivus to check the blood vessel, the 3.5 x 12 synergy xd was no longer visible in the lmt. It was noted that it was possible that while removing the 3.0 x 32 synergy xd, the 3.5 x12 synergy xd stent became entangled with the 3.0 x 32 synergy xd stent, and both were removed together. Synergy stents were then advanced to both lesions again to complete the procedure. No further patient complications were reported in relation to this event. It was previously reported that deflation failure and removal difficulty occurred. It is now reported removal difficulty and stent damage occurred. It was further reported that there were no difficulties advancing the device over the wire or through the guide catheter. The 3.5 x 12 synergy xd was apposed correctly to the vessel wall, and was observed on ivus that the stent had been placed without malapposition. The 3.0 x 32 synergy xd came into contact with the guide extension catheter or the previously placed 3.5 x 12 synergy xd stent during advancement to the lesion site. The 3.0 x 32 synergy xd was advanced several times in an attempt to cross the proximal lad, but failed to cross. Since the stent was unable to cross the lesion, stent deployment was not attempted. No pressure was applied to the balloon.

Event description:
It was reported that deflation failure and removal difficulty occurred. The 75% lesion was located in the left main trunk (lmt) and the 90% target lesion was located in the left anterior descending artery (lad). Devices such as intravascular ultrasound (ivus) were advanced for the purposes of treatment of the lad, but were unable to cross the lesion. It was noted that when the guide catheter was deeply engaged into the lmt, hemodynamics were affected. Following treatment of the lmt, it was decided that additional treatment to the lad would be performed. A 3.5 x 12 synergy xd was deployed in the lmt. For additional treatment to the lad, a guide extension catheter was advanced. A wolverine cutting balloon was advanced to predilate the 90% stenosed lad. Following predilation, the lad was 50% stenosed. A 3.0 x 32 synergy xd was advanced to the lad, but was unable to cross the lesion. The device was pulled back, but was difficult to remove. A guide extension catheter was advanced and the device was successfully removed from the patient. After removing the device, it was noticed that a stent strut was lifted and the stent appeared to be partially inflated. While performing ivus to check the blood vessel, the 3.5 x 12 synergy xd was no longer visible in the lmt. It was noted that it was possible that while removing the 3.0 x 32 synergy xd, the 3.5 x12 synergy xd stent became entangled with the 3.0 x 32 synergy xd stent, and both were removed together. Synergy stents were then advanced to both lesions again to complete the procedure. No further patient complications were reported in relation to this event. It was previously reported that deflation failure and removal difficulty occurred. It is now reported removal difficulty and stent damage occurred. It was further reported that there were no difficulties advancing the device over the wire or through the guide catheter. The 3.5 x 12 synergy xd was apposed correctly to the vessel wall, and was observed on ivus that the stent had been placed without malapposition. The 3.0 x 32 synergy xd came into contact with the guide extension catheter or the previously placed 3.5 x 12 synergy xd stent during advancement to the lesion site. The 3.0 x 32 synergy xd was advanced several times in an attempt to cross the proximal lad, but failed to cross. Since the stent was unable to cross the lesion, stent deployment was not attempted. No pressure was applied to the balloon.

Manufacturer narrative:
A 3.00 x 32mm synergy xd stent delivery system (sds) was returned for analysis. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to them were noted as the balloon folds were noted to be relaxed and crimp stent markings were visible on the balloon body. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues. No other issues noted with device.